Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information and patient photo. No incident form or patient photos have been received in lumenis. An examination of the subject device was performed by lumenis service engineer after verifying all system functions including cooling system verification. Verification of integrity and functionality of the optical fiber. Confirmation of alignment, focus, and centering. Checking safety, mechanical and interface functions. Confirmation of energy at various settings and ensuring proper delivery of energy out the handpieces. Spot size 20x20 has some pitting. The subject device operated well within lumenis specifications. No device malfunction was observed. The system was operational and was ready for use. The device was installed on march 03, 2023 and still under warranty. Device malfunction wasn't the suspected cause of the adverse event. Clinical evaluation wasn't performed, since no incident form or patient photos were sent to lumenis. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted. Lumenis is not the manufacturer of the splendor x device which was used during this procedure, lumenis has forwarded the information of this event to the legal manufacturer and is closing this complaint.

Event description:
Lumenis received an adverse event report on a patient who sustained blister following treatment by splendor x device.